Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. The motor drive unit failed functional testing with a handpiece overload error when the power cord was bent. The power cord assembly grew warm during testing due to a failure of the internal wiring. The motor and hall board passed functional testing. The complaint was confirmed and the root cause was determined to be a failure of the power cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Foreign source: (B)(6).

Event description:
It was reported that a short circuit was detected. It is unknown whether the event happened during surgery and if there was patient involvement. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.